Event description:
Pt experiencing constant pain and trouble with his bowels since being implanted in 2003.

Manufacturer narrative:
The initial contact from the maude report was not deemed as a complaint or MDR reportable. Attempts for more info with the pt were made. On 3/28/07 the pt was contacted, he made claims of pain since the surgery as well as bowel complications, at this point a complaint was initiated. Based on the info received, there is no way to determine if the mesh may have caused or contributed to the problems experienced after implant of the mesh. Therefore, no conclusion can be drawn. Although no intervention has been taken to date, we are filing an MDR based on the potential for interventional activity. A follow up MDR will be filed if more info becomes available.